Event description:
It was reported that a patient underwent an atrial fibrillation (persistent) ablation with a qdot micro¿ catheter and the patient died. At the end of a persistent atrial fibrillation case, as the physician was preparing to pull the catheters out, the patient was cardioverted into sinus rhythm and the blood pressure dropped. Ultrasound showed no effusions or perforations. The patient expired. The team was trying to find a possible cause. The physician was looking at the possibility of a stroke but it was not confirmed.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).